Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate erratic readings "235, 84, 98, 134, 168, and 246 mg/dl." The csr noted that the reported readings were taken more than 20 minutes of each other. The pt manages her diabetes with oral medication. The pt indicated that she had bronchitis and was currently being treated with cortisone. The doctor explained to the pt that she can expect her blood glucose to be elevated due to the cortisone treatment. The pt claimed that the erratic readings began approximately 3 week ago. During this time period, the pt reportedly developed symptoms described as 'shaky and sweaty" while obtaining the alleged erratic readings. The pt did not take any action or receive any treatment as a result of the product issue. During troubleshooting, the csr noted that the control solution test passed. The results were taken on an approved test site. This complaint is being reported because the pt claimed that she had symptoms that can be associated with hypoglycemia while she allegedly obtained erratic readings on the subject meter. Replacement products were sent to the pt.